Manufacturer narrative:
Product analysis: the analyzer failed functional testing during manufacturer's analysis and was out of electrical specification. The analyzer was returned without repair and was labeled as such. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was returned for repair, testing, and calibration. There was no patient involvement. It was further reported that the analyzer subsequently tested out of specification during manufacturer's analysis.